Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have mechanical damage located at the mid-section of the blade. One blade edge exhibited indentation and burr formation. The cutting edge did not exhibit evidence of corrosion that would contribute to the observed blade damage or cutting performance. As a result of the blade damage, functional testing for motion related issues cannot be performed. Manual articulation test was performed and failed, blades do not open and close properly. These findings are consistent with mechanical damage to the blade edge. The complaint regarding difficult to open and close was confirmed by failure analysis. The probable root cause is attributed to damage during use, this type of damage may occur when the instrument is used to cut materials outside of intended use (e.g., hard structures such as bone or cartilage) or due to improper handling or misuse.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument would not open or close. The procedure was completed with no reported injury.